Event description:
The pt's mom contacted animas to report the pt's hospitalization and wanted to rule out any pump malfunction. The pt reportedly started to have high blood glucose results (unspecified results) on (B)(6), 2010 and then went to the emergency room (ER) for dka with trace of ketones later the same day. The pt was treated with IV insulin and fluids and released later the same afternoon. The next day, the pt began vomiting at 1 am on (B)(6), 2010 with high blood glucose levels (unspecified result) and was admitted to the hospital. The pt was treated with IV insulin and fluids and released the following night. The animas rep went through troubleshooting with the pt's mom and noted the following: the totals in the history were correct, there were no associated alarms in the history, and the pt's mom was bale to prime the pump successfully. According to the pump history, the last site change was on (B)(6), 2010, which was the day before the ER visit. The pt's mom was unable to report if there were any site/set issues. The animas rep reviewed the bolus history and noted that the bolus amounts that ranged from 0.35-1.55 units throughout the day. The pt's mom stated that the pt has a fear of seizures and usually does not give himself enough bolus to avoid low blood glucose levels. There was no indication of a pump malfunction; however, this complaint is still being reported because the pt allegedly was hospitalized with dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.